Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. The patient observed measurement deviations between cgm and blood glucose (bg) and rovided the below set of examples for review. Date / time / sg value / bg value a. (B)(6) 2025, 8:46 pm, sg 45, bg 362, b. (B)(6) 2025, 1:00 am, sg low, bg 199, c. (B)(6) 2025 ,4:30 am, sg low, bg 101, d. (B)(6) 2025, 6:15 am, sg low, bg 134, e. (B)(6) 2025 ,4:30 am; sg 272 mg/dl, bg 174 mg/dl, f. (B)(6) 2025 ,6 pm; sg 220 mg/dl; bg 139 mg/dl. The issue was escalated to next level support who authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
The initial investigation was performed on the customer synced glucose data in data management system (dms), which is a cloud platform for eversense systems. Based on initial investigation analysis, the sensor performance had deviated from normal behavior. To further investigate the issue and to determine the root cause of the failure, a return material authorization (RMA) was issued to return the sensor. The returned sensor was investigated in-house and was found to be under performing chemically. This was also evident from the in-vivo sensor raw data. The investigation also revealed optical instability around the time frame of the reported inaccuracies. This instability could not be reproduced during the returned product analysis testing, and this may occur in some instances where the conditions that present itself in the body are not reproduced in the lab, such as the in vivo state of the sensor's chemical component.as part of resolution, the sensor was replaced. No further investigation was found necessary for this complaint. B4.date of this report 13 july 2025. D9 device available for evaluation? Yes on 02 june 2025. G3.date received by the manufacturer? 13 july 2025. H3. Device evaluated by manufacturer? Yes. . H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.